Event description:
An insulet clinical services manager (csm) reported that a pt's mother called to report that on (B)(6), her son was admitted to the pediatric intensive care unit with diabetic ketoacidosis. She said that he began vomiting that morning, and she thought it was a gastrointestinal illness and took him to the hospital. She did not change the pod, and said she did not hear any pod alarms. She called from the hospital and said her son was being discharged and his pod was changed because his blood glucose level was not going down. The pod was changed at about 2:50pm, and the csm arrived at the hospital at about 3:00pm. The csm checked the pod and was able to view the cannula; there was no redness or tenderness. The nurse told the csm that the patient was taken off an insulin drip before breakfast that morning, and his blood glucose result was 94 mg/dl, which was checked on the hospital meter. He had a blt for breakfast, and waffles and fruit for lunch. Before lunch, his result was 341 mg/dl. At about 2:00pm, it was in the 400 mg/dl range, so they called the csm. The csm reviewed the alarm history in the pdm, and there were no records of pod alarms. There was an occlusion alarm on (B)(6). The pdm was downloaded and reviewed, and the csm sent the reports to the patient's endocrinologist. The patient was given a new pdm, pod and vial of insulin, and the csm reviewed the settings with his mother. He activated a new pod, and the cannula inserted and was visible in the view window. The attending physician was notified and ordered a 5u dose of humalog, which the patient injected. At the time of the pod change, his result was 290 mg/dl and negative for ketones. The mother informed the csm of the next result, which was 108 mg/dl at 7:59 pm.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospitalization for diabetic ketoacidosis and hyperglycemia. No lot qualification records were reviewed, as a product lot number was not provided. The omnipod user guide warns, "it is important to rule out ketoacidosis when you experience symptoms that might otherwise indicate the flu" and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death". It also warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider". It advises, "the symptoms of dka are much like those of the flu. Before assuming you have the flu, check your blood glucose and check for ketones to rule out dka" and "the easiest and most reliable way to avoid dka is by checking your blood glucose before dka develops". It also advises, "once you have begun treatment for high blood glucose, check for ketones. Check for ketones any time your blood glucose is 250 mg/dl or above. If ketones are negative or trace, continue treating for high blood glucose. If ketones are present, and you are feeling nauseated or ill, immediately call your healthcare provider for guidance. If ketones are positive, but you are not feeling nauseated or ill, replace the pod, using a new vial of insulin. Check blood glucose again after 2 hours. If blood glucose level has not declined, immediately call your healthcare provider for guidance".